Event description:
The one touch ultra meter was reading inaccurately erratic. The pt reported blood glucose results of 8.2 mmol/l and 5.1 mmol/l with a lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. During troubleshooting, it was verified that the meter was in the right unit of measurement (mmol/l) and that it was coded correctly. The test strips were in good condition and within the expiration date. The pt was walked through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is idnication that the product malfunctioned.